Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that the cutter did not work during the surgery. The product was replaced and procedure completed with no patient harm. Additional information and sample have been requested.

Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. One probe sample was returned for evaluation for the report of the cutter not actuating during surgery. The sample was visually inspected and was deemed nonconforming. The needle is bent at approximately 5 degrees. Actuation testing was performed and deemed nonconforming. Cut testing was performed and deemed conforming. The probe was disassembled and the components inspected. There is approximately 5 to 10 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. There was no resistance felt when removing the inner cutter from the bent needle. The inner cutter is bent. Wear marks are present at the bend area and the cutting edge of the inner cutter. The actuation test was repeated on the disassembled probe and the actuation test was then found to be conforming. The complaint evaluation does not confirm the probe cutter did not work. The cut function met specification. The evaluation does confirm the probe did not actuate for the returned sample, but did actuate when the probe was initially used. The root cause for the probe not functioning correctly is due to the bent outer needle and bent inner cutter. A bent needle and inner cutter will cause interference between the two components and result in an actuation/cut failure. It appears that the bent needle and bent inner cutter occurred during the use of the probe by the customer and does not point to a manufacturing issue. The actuation was deemed conforming when the interference between the components was eliminated during disassembly of the probe. No specific action with regard to this complaint was taken because the reason for the bent needle cannot be determined from this evaluation, but does appear to point to user handling. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. During the testing of a probe, the probe is visually inspected and a bent needle would be detected and removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. (B)(4).